Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm for "check disposable/tubing" went off, and air was found coming out of the top. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the device came in for alarm for check disposable, tubing. The air detector was loose, tightened down the two screws to factory spec. Replaced return tube plus fitting and membrane switch, also float switch (upgrade). The device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.